Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during transfemoral tavr for native aortic position, balloon aortic valvuloplasty (bav) was skipped. A 20mm sapien 3 valve was deployed with 1.0 ml less than nominal volume. The valve was deployed 80:20 (aortic/ventricular) as intended. As paravalvular leak (pvl) was observed after valve deployment, post dilation was performed with nominal volume. During post dilation, the balloon was inflated without any problem, however, blood backflow was seen while deflating the balloon. Since balloon rupture was suspected, the delivery system was removed. After removing the delivery system, the balloon was checked, however no remarkable damage was detected, also the balloon could be inflated without any problem. No injury or complication occurred related to this rupture. The physician commented: 'I have no idea where the blood backflow came from.' The delivery system will be returned for evaluation.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The commander delivery system was returned for evaluation. It was locked at the packaging position with the loader cap present on the flex shaft. No flex or fine adjust was used. The atrion inflation device was attached to the 3-way stopcock balloon port. During visual inspection the balloon was inflated with a sample syringe and no leakage was observed on the delivery system or balloon components. During pre-decontamination evaluation, when inflating the balloon with the returned atrion, air bubbles were seen in the balloon without visual leakage observed coming from the balloon or delivery system. However, when inflating the balloon with a sample syringe, the balloon was fully inflated/deflated with no air bubbles or leakage observed. No leakage was identified at the delivery system or balloon component. During post-decontamination evaluation, using a sample atrion device, the balloon was inflated and deflated with no issues. No leakage was observed from the balloon. Dimensional testing was not performed as the complaint was not confirmed through functional testing and visual inspection of the returned device. The balloon leak was not confirmed. Visual inspection and functional testing of the returned device provides an objective evidence that the alleged physical defect is not present on the returned. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, 'during post dilation, the balloon was inflated without any problem, however, blood backflow was seen in the atrion syringe (barrel) while deflating the balloon' and 'after removing the delivery system, the balloon was checked with the operator, however no remarkable damage was detected, also the balloon could be inflated without any problem.' The commander delivery system was returned to edwards for evaluation. The delivery system was functionally tested to identify a potential leakage in the balloon. The balloon was inflated with the returned atrion device and a sample atrion inflation device, no visual leakages were observed coming from the delivery system or the balloon. As such, the balloon leak is not confirmed. Visual inspection and functional testing of the returned device provides an evidence that the alleged physical defect is not present on the returned device and that no manufacturing non-conformance contributed to the complaint.